Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after implant, "the battery current was unusual. Accordingly, it was judged that leak occurs inside the pacemaker and the pacemaker in question was removed..."~~~~~~~